Event description:
It was reported that during patient care, the board did not work and failed.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.